Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and found the blank display. The customer reported the blank display at the time of call also and the customer declined the troubleshooting. It was unknown whether the insulin pump was used within 48 hours and it was also unknown whether the auto mode feature was active at the time of the event. The customer will discontinue to use the device and revert to backup plan as per health care professional. The pump will be returned for analysis.

Manufacturer narrative:
S/w: unknown. Unable to verify the internal serial number in the pump status screen due to flashing white display. Retainer ring = clear. Case type = ngp. The customer was hospitalized and reported alleged blank display on (B)(6) 2023. No blank display noted. Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to download history files and traces using thus due to flashing white display. Unable to perform the carelink upload due to flashing white display. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer and a partially detached retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection, found corrosion on the lcd flex cable from j1 at pcba 2, pcba 1, pcba 2, force sensor and keypad flex cable. No damage noted on the motor. The j1 at pcba 2 was severely corroded causing the component to be loose from the board. Unable to use a test pcba 1 with the original pcba 2 to perform the history download due to loosen j1 at the pcba 2. Unable to generate the power management graph due to flashing white display and loosen j1 at the pcba 2. Flashing white display due to corroded electronic assembly. Unable to perform the functional testing due to flashing white display. Blank display was not confirmed. Flashing white display was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.